Event description:
The customer reported that their device was showing all three icons (service wrench, attention and charge-pak). With all three icons illuminated, the device would likely not have sufficient power to provide effective defibrillation therapy to a patient, if needed.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported power failure. Physio determined that the cause of the reported failure was due to a shorted and burned capacitor, designator c10 from the analog pcb assembly. Due to the shorted and burned capacitor, fuse f1 was open as well.